Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Pinnacle litigation records received. Litigation records alleges pain, injury, elevated cobalt and chromium, metallosis, tissue death, metal particles, bone erosion and development of tumors. Doi: (B)(6) 2009 dor: (B)(6) 2019 right hip.